Event description:
No additional information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: type of investigation code was added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: conclusions code was added: 4307. H10: narrative/data was updated. The products were returned and fracture was confirmed with one implant and unconfirmed with the other. Based on the evaluation, one implant has malfunctioned but the other has not. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lot: (62421889) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot: (62421889) and no similar event or complaint was found. Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is long term parafunctional habits of the patient as it was noted, the devices had been placed for approximately 6 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Fax number and last/given name unknown / not provided.

Event description:
It was reported that the implant at tooth site #6 fractured and was removed.